Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. The device history review for the product visistat 35r 6/box lot #73m1700229 investigation did not show issues related to the complaint. P/n 528135 is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing production from p/n 528235 visistat 35r 6/box lot#73e1800660 the staplers were functionally inspected and issue reported "staples misfired" was not observed in the current manufacturing process, the staples were loaded and released correctly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that just after firing the handle once, two staples came out. There was no patient injury.